Event description:
It was reported that during a laparoscopic appendectomy procedure after the surgeon was firing the device for the third firing, the jaws articulated and the device was difficult to fire. Once fired the device, when the staple line was observed it had partially fired and stuck on the tissue. When they pulled on the device, it tore the tissue due to it still would not open. They used an atb35 device and fired across the staple line completing the firing sequence. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Batch # h50n9x, exp date: 02/04/2016. The analysis found that one ec60a device a was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The analysis found that one ec60a device b was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended.